Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1818454, no pre-existing anomalies were found on the 35 components manufactured with the same lot #. According to our records, at least 31 out of 35 cementless stems with lot #1818454 and ster. 1900045 have been implanted and this is the only complaint received on this lot #. Device analysis: devices involved were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received two x-rays referring to pre-operative revision surgery. The x-rays received - taken two weeks prior to the last surgery - have been evaluated by a medical consultant. Following, the medical consultant comments: "first: after 3 operations excluding the final revision, infection must not be ruled out. Second: the radiographs show a humeral stem with a missing metapyhsis and additional diaphyseal bone loss. As a result, there is less than half of the stem covered with bone, the finnes do not engage in cortical bone anymore. Whether it has never been better or this is the result of bone resorption (again, infection comes into play), cannot be said. This is either a fateful course of events (bone resorption +/- infection) or a surgical error (too short stem used for this patient, revision stem would have done the job). There is no sign of implant-related failure". Considering that: · check of the manufacturing charts highlighted no anomalies on components manufactured with lot #1818454; · according to the received information, it wasn't suspected that there was infection, still there was no update on the swabs analysis; · according to the medical consultant "this is either a fateful course of events (bone resorption +/- infection) or a surgical error (too short stem used for this patient, revision stem would have done the job)"; we cannot define with certainty the root cause of the event, still we can state that it wasn't product related. Pms data according to limacorporate pms data, the revision rate of smr reverse prostheses due to stem loosening is 0.02%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6) 2024, due to loosening of the smr cementless finned stem (product code 1304.15.170, lot #1818454 - ster. 1900045). It was reported that there was no singular event that caused the loosening of the implant. The stem was found to be completely loose, and it was removed by hand. According to the received information there was no bone on growth on the implants at all. The patient was left with no implants for a period of time. The following devices got explanted: · smr cementless finned stem (product code 1304.15.170, lot #1818454 - ster. 1900045). · smr reverse humeral body short (product code 1352.15.005, lot #1917285 - ster. 1900396) · smr reverse hp lateralizing liner medium (product code 1362.09.115, lot #2005682 - ster. 2000220) - product not sold in the us · smr connector small r (product code 1374.15.305, lot #2014614 - ster. 2000264). · smr reverse hp corrective glenosphere (product code 1374.50.444, lot #2015447 - ster. 2000271) - product not sold in the us · smr - glenoid peg long #s-r (product code 1375.20.008, lot #1503339 - ster. 1800096) - product not sold in the us · cortical bone screw d.4,5 l.18mm (product code 8431.15.018, lot #1922196 - ster. 1900457) · cortical bone screw d.4,5 l.18mm (product code 8431.15.018, lot #1918238 - ster. 1900383) swabs were taken during surgery and sent for analysis (no results available); however, it wasn't suspected that there was infection. The surgeon will assess whether patient is suitable for further revision surgery in the coming months. Patient is a female, 78 years old. The patient's history of surgeries is the following: · primary surgery performed on (B)(6) 2019: a smr reverse prosthesis was implanted; · first revision surgery performed on (B)(6) 2020, due to glenoid loosening after a fall (registered as complaint #20200085). The implant was converted into a hemi prosthesis; · second revision surgery performed on (B)(6) 2020, planned to convert the hemi into a reverse implant with a long-pegged glenoid prosthesis. The event was registered as complaint #20200287; · third revision surgery performed on (B)(6) 2024, due to loosening of the humeral stem (hereby reported). Event happened in australia.

Event description:
Shoulder revision surgery of a smr reverse implant performed on april 10th, 2024, due to loosening of the smr cementless finned stem (product code 1304.15.170, lot #1818454 - ster. 1900045). It was reported that there was no singular event that caused the loosening of the implant. The stem was found to be completely loose, and it was removed by hand. According to the received information there was no bone on growth on the implants at all. The patient was left with no implants for a period of time. The following devices got explanted: · smr cementless finned stem (product code 1304.15.170, lot #1818454 - ster. 1900045) · smr reverse humeral body short (product code 1352.15.005, lot #1917285 - ster. 1900396) · smr reverse hp lateralizing liner medium (product code 1362.09.115, lot #2005682 - ster. 2000220) - product not sold in the us · smr connector small r (product code 1374.15.305, lot #2014614 - ster. 2000264) · smr reverse hp corrective glenosphere (product code 1374.50.444, lot #2015447 - ster. 2000271) - product not sold in the us · smr - glenoid peg long #s-r (product code 1375.20.008, lot #1503339 - ster. 1800096) - product not sold in the us · cortical bone screw d.4,5 l.18mm (product code 8431.15.018, lot #1922196 - ster. 1900457) · cortical bone screw d.4,5 l.18mm (product code 8431.15.018, lot #1918238 - ster. 1900383) swabs were taken during surgery and sent for analysis; however it wasn't suspected that there is infection. The surgeon will assess whether patient is suitable for further revision surgery in the coming months. Patient is a female, 78 years old. The patient's history of surgeries is the following: · primary surgery performed on february 28th, 2019: a smr reverse prosthesis was implanted; · first revision surgery performed on march 30th, 2020, due to glenoid loosening after a fall (registered as complaint #20200085). The implant was converted into a hemi prosthesis; · second revision surgery performed on october 22nd, 2020, planned to convert the hemi into a reverse implant with a long-pegged glenoid prosthesis. The event was registered as complaint #20200287; · third revision surgery performed on april 10th, 2024, due to loosening of the humeral stem (hereby reported). Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1818454, no pre-existing anomalies were found on the 35 components manufactured with the same lot #. This is the first and only complaint received on that lot #. We submit a final MDR as soon as the investigation is complete.